Event description:
It was reported that a spectrum infusion pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was reproduced. System error 105 was confirmed through a review of the event history log. During evaluation, excessive motor bearing wear and black material around the bearing was identified. The internal motor inspection was invasive, so the motor assembly was replaced. The failed motor assembly was replaced.